Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, a trapezoid basket was used in conjunction with an alliance handle in an attempt to crush a 2cm stone. However, the thumb ring broke while the stone was still inside the basket. A soehendra lithotripter was used to remove the stone from the basket. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event.